Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The helix of the lead was extrinsically bent, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that a patient presented with increasing thresholds, and low pacing impedance levels of their implantable pacing lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5086mri58, implantable pacing lead; implant: (B)(6) 2012. (B)(4).